Event description:
It was reported that the customer had a blood at site. The customer blood glucose level was 41 mg/dl. The customer states they are using medication that can cause bleeding. Troubleshooting was performed and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.